Manufacturer narrative:
Reliability was not required as the complaint was towards the infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had needle anomaly. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that when changing set the needle from the cap was in the reservoir. The customer was advised that we replaced the supplies.